Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Concomitant medical products: model: d314drg, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2012. The initial reported event of lead fracture, high svc impedance was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead displayed high superior vena cava (svc) defibrillation coil impedance. A lead fracture is suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.